Event description:
The customer reported that the screen went blank and lost the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not available.